Manufacturer narrative:
(B) (4). (B) (4). Malformed clip, indicator wheel failure. Evaluation summary: the analysis results of the device found that it was received in good visual condition. The device was cycled and during the third firing sequence one clip partially formed fell out from the jaws; however, it could not be determined what may have caused the finding. The remaining clips were conforming according to manufacturing specifications. The device locked out as intended but the orange indicator did not show up. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during an unknown procedure, the head nurse in the operating department got this device on her desk with a note that the device was hard to fire and that the clips didn't form well enough. They put some clips in a sample-holder to show what they looked like. Unfortunately we don't know the procedure or the surgeon's name. Another device was used to complete the procedure. There were no adverse consequences for the patient.